Event description:
A report was received that the patients ipg had migrated into the pocket site and it was causing discomfort. The patient underwent a revision procedure wherein the existing ipg was relocated. The patient was doing well post operatively.